Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2014 to explant her device due to extrusion and infection. The patient has not been re-implanted to date. A review of device history records showed that the generator was sterilized prior to distribution.

Event description:
Follow up with the surgeon revealed that the infection was first noted by the group home staff in (B)(6) 2014, and extrusion was noted a couple of weeks after.